Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 25 mg/dl, 45 mg/dl, and reading of "about" 200 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 25 mg/dl, 45 mg/dl, and reading of "about" 200 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Corrected the batch number based on the device that the customer returned.